Event description:
It was reported to boston scientific corporation that a sensation short throw snare was used in the colon during an endoscopic colorectal polyp resection procedure performed on (B)(6) 2024. During the procedure, the device had problem with the energization. No visible problem was noted with the cautery pin. The snare was securely attached to the active cord. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Block h10: investigation results a sensation short throw snare was received for analysis. Visual inspection of the returned device revealed no problems. In addition, per microscopic inspection, the loop and working length had no problems. The 2 in 1 connector passed dimensional testing. Electrical testing was performed, and the device was found within specification. No other problems were noted. The reported complaint of device failure to deliver energy was unable to be confirmed since the device passed electrical testing upon return. Upon product analysis, no problems were found. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.

Manufacturer narrative:
Block h6:imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a sensation short throw snare was used in the colon during an endoscopic colorectal polyp resection procedure performed on (B)(6) 2024. During the procedure, the device had problem with the energization. No visible problem was noted with the cautery pin. The snare was securely attached to the active cord. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.